Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and foot infection. Caller stated that the customer's blood glucose reading at the time of hospitalization was 303 mg/dl. Caller stated that the customer's insulin pump was not working correctly because when she was trying to rewind the motor error appears. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to an out of phase motor encoder signal. Damages to the case, reservoir tube lip, lcd window, battery tube threads and keypad overlay also noted.